Event description:
It was reported that customer experienced continuous glucose monitor error and could not start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, no further error appeared after reset, and customer successfully started sensor session; no additional actions were required.